Event description:
Invalid result(s). The user reported that their test cassette did not produce a control line or a test line. They confirmed that they performed the test procedure correctly. They were unable to provide the lot number or expiration date.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.